Manufacturer narrative:
The investigation revealed that a precice antegrade femur, piriformis, straight nail, 80mm x 305mm (lot # 4012611aaa), broke while implanted in the patient. The patient experienced pain in their leg that they associated with lengthening, but upon x-ray review, it was noted that the nail was broken and was replaced with a different, non-precice nail. The nail was sent back for testing, but it could not be located despite attempts to track it down. However, provided x-rays show that the nail in the patient's right leg experienced two failure modes: a broken anti-rotation lug and a backed-out distraction nut. The x-ray confirms the failure mode of a broken nail. The complaint form indicates the patient was ambulating with a walker post-surgery. A broken anti-rotation lug usually indicates excessive weight bearing beyond what is recommended in the instruction for use (IFU). Because the patient is undergoing bilateral femoral lengthening, they would have ambulated on at least one limb undergoing treatment, increasing the likelihood that the nail would have experienced excessive torsional forces, causing a fracture in the anti-rotation lug and rendering the nail broken. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections before shipment. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.

Event description:
Information was received that a revision procedure was performed due to the patient experiencing pain and an x-ray image revealing a broken nail.

Event description:
Information was received that a revision procedure was performed due to the patient experiencing pain and an x-ray image revealing a broken nail.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.